Event description:
It was reported that the ilet user experienced an infusion set issue during a full supply change with a teflon infusion set, where the inserter did not deploy correctly and the set detached from the plastic, leaving the user without a functioning set until reaching home. No reported symptoms, with blood glucose reported in range and no hypoglycemia or hyperglycemia. Outcomes included user education to delay eating until a new infusion set could be placed and instruction to call back for guided replacement. Investigation included troubleshooting and education over the phone. Investigation of this case revealed an infusion set deployment failure and improper attachment of the infusion set connector, consistent with a use-related deployment error of the teflon set. It was concluded, based on previously established findings for similar reports, that the cause was use error during infusion set insertion.